Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose level of 21 mg/dl at the time of the incident. Customer has been experiencing low blood glucose for about 10 days. On (B)(6) 2016, customer was diagnosed with unrecognized hypoglycemia. Customer was admitted on (B)(6) 2016 for a low blood glucose level of 22 mg/dl. Customer was unresponsive and hypoglycemic. Customer was discharged in good condition and was wearing the pump at the time of the hospitalization. Customer also reported a blood glucose level of 25 mg/dl. Customer was advised to monitor the pump and her blood glucose.